Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) and a left ventricular pacing lead were returned to the manufacturer from an unknown source with no information along with two competitive leads. It is reasonable to suggest that the competitive leads were the defibrillation lead and the right atrial pacing lead as all leads were attached to the device at the time of return. Further review of the manufacturer's database indicated the patient died on the day the device system was implanted.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.